Event description:
It was reported that during laparoscopic hernia repair, device would not fire. Physician removed device from pt and pulled handle several times, stating it wasn't working. A new instrument was brought in to complete procedure in the pacu, pt noticed wire protruding from inner thigh. Wire was removed by physician while pt was in pacu and another piece was removed from pt three days later in surgeon's office.

Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.